Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
Concomitant medical devices: 4511 lead.

Event description:
It was reported that the patient is deceased. It was noted during post mortem interrogation that the implantable pulse generator (ipg) had declared recommended replacement time (rrt) and experienced premature battery depletion. It was also reported that lead impedance was low and there was possible loss of capture. Additional information received indicated that the patient was not pacemaker dependent and the death was not related to the device system. No additional details are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.